Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator quit pacing during battery change-out. The generator passed all incoming tests. Analysis did find that the upper case was broken, the side bails and side bail covers were missing and that it was in need of a battery drawer o-ring.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a battery change-out on the external pulse generator, while pacing a patient the generator did not continue to pace for the expected amount of time. It was noted that the patient had only p-waves, no ventricular escape rhythm was present and the patient lost blood pressure for 30 seconds. During subsequent testing the generator continued pacing for 21 seconds during battery changeout. The generator was returned for service. It was noted that the harm to the patient was only temporary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.